Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was noise noted on the right ventricular (rv) and right atrial (ra) leads which led to inappropriate automated mode switch (ams) and inappropriate capacitor charging. There was no inappropriate therapy delivered as a result. No intervention has been taken at this time and the patient was stable and will continue to be monitored. Related manufacturer report number: 2938836-2018-09681.